Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per sb 13f1-16, replaced worn finger on complete pressure adjuster with tip replacement kit. Per sb 13f1-10, performed fms solo system rework for fms connect interface cable. Also replaced damage remote control cable. The unit passed all diagnostic tests, functional tests, and is fully operational. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the biomed the pump keeps running continuously. It was not during a procedure and there were no patient consequences reported. The device will be returned.